Manufacturer narrative:
(B)(4).

Event description:
The pt stated that her pump "does not work any more" and her symptoms returned. The pt's catheter fractured and was repaired at an unk date. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.